Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 10/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/17/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure experienced pain in the testicular area during his radiation treatment, which is currently three-quarters complete. Imaging conducted by the physician revealed that the gel used in the procedure is positioned too close to the seminal vesicles, resulting in swelling and discomfort for the patient. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.